Event description:
Approximately an hour into a hip arthroscopy procedure, as the surgeon was performing a capsulotomy and utilizing a beaver blade, it was reported that the blade broke. The surgeon was moving back towards the scope when the blade snapped and fell into the patient¿s soft tissue. The broken piece was approximately 9mm x 3mm long and x-rays were taken to locate it. After making a 3" open incision and extending the procedure for two hours, the surgeons were unable to retrieve the broken piece of blade. The decision was made to leave the piece in place as it was not in the joint itself.

Manufacturer narrative:
Device evaluation: an evaluation was performed by smith & nephew and confirmed the customer complaint. A visual inspection showed the blade was snapped in half and has been used in the field. Due to the condition of the returned device, no functional testing was required. A review of the device history records was performed which confirmed no inconsistencies. A corrective action has been opened to address the broken blade issue. (B)(4).